Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. Visual evaluation of the returned product identified implant mount hex fractured. Some signs of use and no apparent malfunction with implant and screw. No pre-existing conditions were noted on the product experience report (per). The device was being placed on an unknown tooth location when the incident occurred. The reported event could not be recreated due to the nature of the dental device and event (fracture). X-ray or picture image was not provided by customer. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant mount fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number ¿ k013227.

Event description:
It was reported by the customer that the screw inside transfer coping was broken it was never placed into patients mouth. During product evaluation it was found that the screw was not fractured but that the implant mount fractured.